Event description:
It has been reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure and the procedure was completed by moving the patient to another room which got delayed by 20 minutes. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The log file was analyzed but did not directly confirm the wired footswitch malfunction as mechanical/electrical failures of the (wired) footswitch are never logged as malfunction of the footswitch. During troubleshooting fse found that, the cable of wired footswitch was loose. The fse repaired the cable of the footswitch to resolve the issue. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.